Manufacturer narrative:
Evaluation of the returned cat8 confirmed that the device was fractured on its proximal shaft. If the cat8 is handled at angles during use, damage such as kinks and subsequent fractures may occur. Further evaluation revealed kinks and ovalizations along the length of the catheter. Based on the returned packaging condition, this damage was incidental to the complaint and occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician completed two passes in the target location using the cat8. While performing a contrast injection using the cat8, the cat8 became fractured in two locations at the proximal end near the hub, outside the patient. Therefore, the cat8 was removed and the fractured part of the cat8 was removed from the patient together with the sheath. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.